Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that following a fall, the right ventricular (rv) lead pacing impedance has been steadily rising to high levels, and the rv thresholds have been elevated. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the patient fell forward on to their chest, which caused dislodgment of the rv lead.

Event description:
The patient is a participant in the (B)(6) study.